Event description:
It was reported that a one-link extension set was unable to prime. This occurred during priming in the emergency department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. A visual, microscopic inspection, and functional testing were performed. No malfunctions or abnormalities were identified. The device was determined to flow normally. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.